Manufacturer narrative:
The device was not returned and there was no lot info. Co was not able to perform device inspection or device history record review in this case.

Event description:
Reported due to surgical intervention. In 2006, a physician attempted an arteriotomy successfully closed the arteriotomy in the left common femoral artery. Later that evening, the pt was found to have decreased pedal pulses, and a second physician ordered an angiogram, which demonstrated that the superficial femoral artery (sfa) had been sewn shut. Pt went to surgery to remove the misplaced suture and was reported to have full recovery afterwards. Pt was discharged home without further complications on an unspecified date.